Event description:
It was reported that someone had run into the customer and as a result the pump touch screen became shattered and unresponsive. The customer's blood glucose was between 100 and 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.